Event description:
The customer's mother reported that her son, who was sick with a stomach flu, had a blood glucose result of 407 mg/dl while wearing a pod. She noticed that the cannula never inserted properly and the adhesive was wet.

Manufacturer narrative:
The returned device was evaluated and performed and performed as designed during testing. No defect or deficiency that would result in the cannula to fail to insert properly or the pump to fail to deliver insulin was found. The customer's mother reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluding during laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia, check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."